Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed, the customer reported complaint of failed intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. This instruments grip tips were not moving intuitively. They were not following the master tool manipulator (mtm) input commands smoothly. The grips tips were able to open and close properly. However, the yaw and pitch motions appeared be non-intuitive. Instrument was re-tested on a system and confirmed, that output motion wrist was not intuitive and did not correspond to input motion at masters. It was observed, that the roll gear was misaligned by 90 degrees compared to a known good instrument. The roll gear was removed and re-installed in the correct orientation, and this fixed the non-intuitive motion issue upon re-testing. Non-intuitive motion was related to and attributed to the roll gear misalignment. It was also observed, that if the main tube is manually rotated past the roll gear hardstop. The roll gear can pop out of the instrument, causing possible misalignment if re-inserted in a random orientation.

Event description:
It was reported, during a da vinci-assisted myomectomy surgical procedure. The tip of the tenaculum forceps instrument did not adjust well. The site removed/reseated the drape. However, the issue did not resolve. The procedure was completed with a backup instrument. And there was no reported injury.